Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# va06gxl, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va06gxl, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va06gxl, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that low impedances were seen intra-operatively on the patient¿s implantable neurostimulator (ins). Specifically, impedance values of 38 ohms were seen on electrodes #0 and 1 and values of 36 ohms were noted on electrode #8 and 10. The tails of the extensions were then switched and the low impedances followed (now seen on electrodes 0 <(>&<)> 2, 8 <(>&<)> 9). Follow up information received on (B)(6) 2013 reported that it was determined that the cause of the impedance issue was the right lead. After switching and cleaning off the connections at both the lead and battery sites, the left side components checked out fine. The right side still showed low impedance values on electrodes 8 and 10. Additional follow up information received on (B)(6) 2013 confirmed that there was a short circuit between contacts 8 and 10. The patient was then programmed around the affected contacts. The patient was reported as doing ¿okay¿.